Event description:
Report received of an over-delivery due to a suspected user error. The customer stated "it's very clear that this is a user issue". Although no details related to the user error were provided. The pump was programmed in the pca only mode to deliver dilaudid 1mg/ml, with a 0.3mg pca dose, a 10 minute pt lockout, and an unspecified 4-hour dose limit. At an unspecified time into therapy, the pump gave an audible empty syringe alarm, and the rn noted that the vial was empty sooner than expected. The end of shift medication delivery totals were reported as, 3.1mg for first shift, 2.4mg for second shift, and 3.9mg for third shift. It was reported that 20.6mg of dilaudid was missing from the vial. There were no signs of tampering. The pt reportedly stated, "they slept better than they have in a long time". The pt did not require any medical interventions. The pt's vital signs were reported as "stable". There were no reported adverse pt effects. Though requested, no further info was received.